Event description:
Pt arrived in the dialysis unit ambulatory. He appeared short of breath; lungs auscultated and bilateral wheezes with poor air flow found. At 3:50 pm, dialysis was initiated via right subclavian catheter. Catheter was functioning poorly due to the pt's agitation. At 3:52 pm, pt became extremely apprehensive, took oxygen off and sat up at bedside, color poor, and pt refused to lie in bed. 500 ml normal saline and epinephrine IV (1:10,000) given to try to relieve bronchospasm. Pt's color continued to deteriorate and code was called at 3:55 pm. Pt appeared to stop breathing; he then laid flat in bed and CPR was initiated. Code team arrived immediately. Cardiac monitor showed bradycardia and atropine was given. Pt was intubated. Pt was awake and responded to commands; transferred to ccu. (Also see 1000905 and 1000906.)